Manufacturer narrative:
Conclusion: the actual needle revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle. The device information for use cautions the user that "to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point." Conclusion: representative samples from the same lot number as the actual device were returned for evaluation. The devices were tested for strength and ductility and the devices met performance specifications.

Manufacturer narrative:
(B)(4). The preoperative diagnosis/indication for the cesarean section were placenta previa, low placenta, and minor hemorrhage. The needle was found in the uterus. The patient was discharged (B)(6) 2014. Currently, the patient and baby are well.

Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2014 and suture was used. On the second tissue pass, the needle broke. A portion of the needle was lost inside the tissue. After failing to locate the needle visually, a fluoroscopy was performed. The needle fragment was detected and removed from the patient. There was no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.